Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿while starting an IV and obtaining blood sample from patient, blood was noticed to be leaking from the first hub and air bubbles noted to tubing. Nurse did not flush the IV tubing due to potential contamination. IV tubing was changed and flushed without difficulty. This is the second time this has happened in the pediatric ER, first time was not documented. Blood cultures were obtained." This file is to document the first event for which no additional patient or event details were provided. The customer reported for this event only that during an IV start, the clinician noted air bubbles and a leak from the set's hub. There was no patient harm or medical intervention reported.

Manufacturer narrative:
Omit date of event on initial report, event date is unknown.

Manufacturer narrative:
The customer¿s report of leaking from the first hub (identified as the set¿s needle-free access t-connector), and air bubbles noted to the tubing was not confirmed. No anomalies were observed during visual inspection. Functional testing observed no leaking at any of the components, tubing, or connections of the received minibore set. The set primed completely. Pressure testing observed no fluid or bubbles leaking from the suspect minibore set. The root cause was not identified.